Event description:
The customer reported a protruding drive support cap and a crack on the case. The customer stated that the insulin pump had been bumped several times while he plays golf. The customer has been pushing the cap back in place, and has not had any problems. The customer stated that he sometimes gets no delivery alarms. Advised the customer that the insulin pump should be replaced, but he declined. He stated he will call us if he wants it replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.